Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: a root cause for this incident has not yet been determined. A corrective and preventative action has been opened to further investigate this issue. In subsequent conversation with the assay developer on may 27, 2015, the assay developer indicated that the results being obtained were in relation to testing conducted for a developmental device that had not yet launched and was not available on the market. Bd pas provided sample tubes to the assay developer for its further development work in continuing communications through december 2015. Because the assay developer described issues with a developmental assay and its potential incompatibility with bd vacutainer® k2edta tubes, the 2015 communications were not determined at that time to be MDR reportable. This MDR is linked to (B)(4).

Event description:
Bd pas received a communication about an assay developer noting variability in their results when using an assay with certain k2 edta (3 ml) tubes. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: bd pas r&d group conducted an investigation with the objective being to identify the root cause of negative bias observed with bd vacutainer® k2edta lavender and tan top tubes when used with leadcare® ultra test system. No bias was observed between tube types when using icp-ms method. Findings from the investigation were that the negative bias observed with the magellan¿s test system is associated with the rubber curing agent, thiuram, used in stopper manufacturing. Thiuram has been used as a curing agent in the lavender/tan tube stopper formulation since 1996 and does cause interference with anodic stripping voltammetry (asv) methodology (as used in magellan leadcare instruments). For more information on this technology please refer to FDA¿s safety notice: https://www.FDA.gov/medicaldevices/safety/alertsandnotices/ucm558733.htm.